Event description:
It was reported that patient had experienced itching symptoms. It was explained that the implant was ¿driving the patient crazy¿. It was reported that ¿one day it was so sore from moving around¿ and the patient couldn¿t sleep on their left side because of the implant. It was additionally mentioned that the patient could not sleep on their right side either, due to having pins in their hip. Patient noticed the itching began six months ago, and it had gotten worse thereafter. It was explained that itching was located from the implant site to the patient¿s spine. It was reported that the patient had an appointment scheduled for (B)(6) 2013. It was reported that itching took place even when stimulation was turned off, but when stimulation was turned up higher it was worse. It was mentioned that patient is highly allergic to metals including nickel and copper.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).